Event description:
During shopping the patient felt a crack . After the following examination a fracture could be confirmed on the x-rays. Revision of the prosthesis has been performed on (B)(6) 2011. The combined cup, insert and ceramic ball head are from biomet merk (B)(4). Implantation in 2003.

Event description:
It was reported that a revision surgery was performed due to implant breakage.